Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, advised that when he initially evaluated their device he verified the reported issue. After additional troubleshooting, however, the reported issue could no longer be duplicated. The device powered on using both ac and/or dc power. Physio-control provided the customer with technical assistance. The device has not been returned to physio-control for evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would not power on using ac or dc power. There was no patient use associated with the reported event.

Manufacturer narrative:
It was later confirmed by the customer, a biomedical engineer, that because the reported issue could no longer be duplicated during testing that the device was placed back into service for use. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on using ac or dc power. There was no patient use associated with the reported event.